Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio opened the device to perform a visual inspection and determined that the cause of the reported issue was that cable-mounted plug connector, designator p14, of the therapy connector assembly was not connected to pcb-mounted jack connector, designator j14, of the therapy pcb assembly.  Physio then reconnected p14 to j14 which resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during testing their device would not charge and shock when prompted.  The biomedical engineer further advised that the unit would give a "connect cable" message when the charge button was pressed, indicating that the therapy cable and test load was not being detected by the device.  A second therapy cable was used with the same results.   There was no patient use associated with the reported event.